Manufacturer narrative:
The perforator bit subject to this MDR was returned to the MFR for eval. Lot number info was not provided to permit further investigation. Functional testing is completed on 100% of parts prior to release. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure that the perforator bit did not stop. It was also reported that the perforator bit broke through the dura. It was further reported that a bone nibbler was used to make the burr hole slightly wider to control the dura bleed. No further pt injury was associated with the incident.